Manufacturer narrative:
The customer observed falsely depressed results for one patient when using architect tsh list number 7k62-30, reagent 78042ui00. Return testing was not completed as returns were not available. A review of tickets determined normal complaint activity for lot 78042ui00 and no trends for the reported issue were identified. Accuracy testing with panels which mimic patient samples was completed using a retained kit of lot 78042ui00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 78042ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased architect tsh results on one patient. The results provided were: (B)(6) 2017, (B)(6) initial = 15miu/l/ repeat = 0.5 (normal range = <5). The sample was then run on another analyzer = 32, which was reported as it closely matched the previous days result of 30. There was no reported impact to patient management. There was no additional patient information provided.